Event description:
It was reported that pt was having a left ventricular vt ablation procedure and a transesophageal echocardiogram was performed at the beginning of the procedure which revealed a very thin walled aneurysm on the anterior/apical left ventricle. The array catheter was deployed via the aorta into the left ventricle, and the ablation catheter was deployed via transseptal puncture through the mitral valve. After initial mapping, it was determined the array catheter needed to be repositioned. After the second placement of the array catheter, the patient's blood pressure dropped. A transesophageal echocardiogram revealed a pericardial effusion. A pericardial tap was performed and 860 cc of fluid was removed. The pt remained stable, and was transported to the operating room to repair the ventricular perforation.

Manufacturer narrative:
We are awaiting device return. When we have completed our investigation a follow-up report will be submitted. (B)(4).